Event description:
It was reported that the healthcare provider (hcp) cut the leads. The remainder tails of the leads and extensions remain. The patient would revise in a couple of weeks. The explanted leads were sent to the lab for culture. There was no alleged product issue. Impedance testing was done. Patient status at the time of the report was alive, no injury, and there were no patient symptoms or complications associated with the event. The patient did not present with signs of infection, but did present with a portion of the lead sticking out from the skin. The patient was recovering without sequela or infection. Prophylactic antibiotics were prescribed. The hcp planned to bring the patient back to the operating room in a month or so to replace the lead.

Manufacturer narrative:
Concomitant medical products: product ID: 3986a70, lot# n374590, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. Product ID: 3986a45, lot# n417400, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 3708320, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3708320, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. (B)(4).